Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, frequency urinary, absence of menstruation, menses irregular, palpitations, hyperlipidemia, anxiety, depression, heavy periods, fatigue, augmentation mammoplasty, breast pain, vitamin d deficiency, painful feet, hypertension, hypertriglyceridemia, headache, plantar fasciitis, blurred vision, urinary tract infection, chest tightness, uterine tenderness, uterine bleeding, high cholesterol, constipation and vaginal discharge. Also she is undergoing dot for positive tb test. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), migraine ("migraine") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, migraine and tooth disorder outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: both side - 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: two essure position with complete evidence of free spill microinsert coils appear in satisfactory occlusion of both fallopian tubes and with no to the peritoneum. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, frequency urinary, absence of menstruation, menses irregular, palpitations, hyperlipidemia, anxiety, depression, heavy periods, fatigue, augmentation mammoplasty, breast pain, vitamin d deficiency, painful feet, hypertension, hypertriglyceridemia, headache, plantar fasciitis, blurred vision, urinary tract infection, chest tightness, uterine tenderness, uterine bleeding, high cholesterol, constipation and vaginal discharge. Also she is undergoing dot for positive tb test. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), migraine ("migraine") and tooth disorder ("dental problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, migraine and tooth disorder outcome was unknown. The reporter considered genital haemorrhage, migraine, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: both side - 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: two essure position with complete evidence of free spill microinsert coils appear in satisfactory occlusion of both fallopian tubes and with no to the peritoneum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.